Event description:
It was reported that the patient had high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The explanted device was discarded.

Manufacturer narrative:
B5: describe event: correction MDR - supplemental MDR #1 incorrectly reported that the device was discarded (no return site) when the device has not yet been explanted.

Event description:
No known surgical intervention has occurred to date.